Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the nurse could not get an IV started on the patient and after about 7 sticks the patient stated that she wouldn't have the device and would just go home. The patient was offered a local and agreed to have shots around the area to numb them but the patient reported pressure around her spine which was unbearable and very painful. It was also reported that the patient was told that unlike her pacemaker, the device would be implanted deeper into her hip and would never feel it. The patient thought it was placed pretty shallow and if she rolled over or try to sleep on her left side then the device hurt her. The patient was also unaware that she would have a controller and felt like she had tried all four channels and every setting she could handle. It was reported that it sent shocks around her anus and the perineum area. The patient stated that it never helped that much with the bladder issues, but it may have helped with a little frequency but that was all. The patient went to a follow-up appointment and was frustrated because she had a lot of questions about the device. The patient stated that she did not want the device in her body and that the trial worked better than the permanent one. The patient reported that this one hurt and wanted it out. The patient was told it had 4 channels and about 99 different settings but she did not sign up for that and her understanding was once the device was implanted then there would be no more bladder control issues. The patient reported that it was suppose to take care of incontinence, urgency, and frequency because that was how it was presented but stated that it was not so much the case. The patient stated that it was suppose to take care of incontinence, urgency, and frequency. The patient also reported that she wanted it removed and an appointment was made with the health care professional. There were no further symptoms or complications reported or anticipated.